Event description:
It was reported 2 months after surgery patient started to have constant pain in leg. Patient had an x-ray, MRI and nerve study to see what causes the pain. Results came back negative. Patient is still experiencing pain.

Manufacturer narrative:
(B)(6). An event regarding pain involving an unknown stryker right knee was reported. The event was not confirmed. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
It was reported 2 months after surgery patient started to have constant pain in leg. Patient had an x-ray, MRI and nerve study to see what causes the pain. Results came back negative. Patient is still experiencing pain.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown stryker right knee. An evaluation of the device cannot be performed, as the device remains implanted. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Remains implanted.